Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient had a slow heart rate and there was no pacing. It was further reported there was high right ventricle lead impedance and a confirmed fracture. The distal portion of the lead was cut and removed. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event was inadvertently submitted as a type of report: death. The type of report has been corrected to serious injury.